Event description:
The user facility requested both of their system 1e units be inspected as part of a facility investigation involving a positive bronchoscope culture. No injuries or procedural delays/cancellations reported.

Manufacturer narrative:
A steris service technician arrived at the facility, inspected each system 1e unit and found the equipment operating to specification. Both system 1e units passed the test diagnostic cycles and the chemical indicators present in the chamber evidenced passing results. The technician verified the calibration of the uv intensity light for the units was within specification. The technician noted the maxpure filter on the units were due to expire within the next two weeks and replaced the filters while onsite. A steris (B)(4) manager then visited the facility in order to ensure the facility's protocol for the cleaning and sterilization of the bronchoscopes was according to steris protocol. The account manager found the facility had modified a steris quick connect used for cleaning the bronchoscope subject of the positive culture. The facility had connected a third party adapter, intended for precleaning purposes, to the steris quick connect for sterilization of the bronchoscope in the system 1e. The account manager replaced the modified quick connect with a new quick connect and instructed the facility that modifications to steris equipment must not be made per the system 1e and quick connect operator manuals. While onsite, the steris account manager performed additional in-service on the proper use and operation of the quick connect accessory and system 1e unit. The quick connect processing instructions state: "steris makes no claim of liquid chemical sterilization efficacy when these processing instructions are not followed or when the quick connect is applied to devices and accessories other than those specified in these instructions." Further "repairs or modifications to the device which do not correspond to the manufacturer's specifications may result in damage to the device and/or ineffective liquid chemical sterilization." No further issues have been reported.